Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 164,463 joules of use and 10:30 minutes, it was noted that the fiber turns independently. The fiber was exchanged and a second fiber was used. At 84,131 joules of use and 9:30 minutes, the fiber was noted to be broken. The fiber was exchanged and a third fiber was used. At 300,212 joules of use and 37 minutes, it was noted that the console display and fiber were switching off. The console and fiber were exchanged and a fourth fiber and second console were used. At 199,551 joules of use and 21:38 minutes, the fiber was noted to be broken. The fiber was exchanged and a fifth fiber was used to complete the procedure. The tips of the four failed fibers were not cleaned during the procedure. There was no injury to patient reported. This report is for the second fiber.